Manufacturer narrative:
(B)(4). D10: 30103606 g7 vit e neutral lnr 36mm f 65454459. 650-0661 delta ceramic fem hd 36/0mm 3115228. 51-103120 tprlc 133 t1 pps so 12x144mm 3115228. G2: foreign: netherlands. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a patient had an initial right total hip arthroplasty. Subsequently, after the first year, developed contralateral leg shortening and began experiencing pain, a limp, and problems walking. The patient was prescribed physical therapy, and the outcome is pending.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: d4, g3, g6, h2, h3, h6, h10. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: mild pain and limb-length equal.; 1 year; moderate pain and problems walking about; cane use all the time, moderate limp, left leg short 1cm. Slight pain, moderate problems walking about, cane use only for long walks, moderate limp. Left leg short 0.5cm. Pain in right hip. Leg length difference 13mm. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.